Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. However, it was also noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the distal lv (low voltage) electrode of the lead was covered in blood, and the visual summary analysis of the lead indicated damage at implant. The analysis comments stated that the lead was returned with proximal conductor distorted/kinked and with what appears to be a tear or breach in the outer insulation (see photo (B)(4)). Electrical resistance and cross continuity test were within specification, likely because the lead was tested dry. However, the insulation breach likely did contribute to the electrical complaint. The coil distortion and damage to the insulation appears to have been caused at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 693565, implantable pacing lead, (B)(6) 2013; 4296, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that during the patient's follow-up visit it was noted that the lead was dislodged as p-waves had diminished and there was high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.